Manufacturer narrative:
Health effect: impact code: f2203, imaging.

Event description:
Capsular contracture was reported, but later indicated, that this event did not occur. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported rupture against right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rupture and capsular contracture, baker grade iii".

Event description:
Patient reported rupture. Right side. Device remains implanted.